Event description:
The user facility reported that when a hospital employee was inserting the system 1 aspirator probe into a cup of steris 20 sterilant in preparation of a processing cycle, the hose of the aspirator became disconnected. The employee attempted to reattach the hose by removing the punctured cup of sterilant and the aspirator probe. Upon removal, buffer from the punctured cup and peracetic acid from the tip of the aspirator probe touched the employee's wrist. The employee reported she was wearing ppe at the time of the incident. The employee rinsed her hand and wrist under cold water for 15-20 minutes before seeking treatment at employee health. Employee health sent her to the facility emergency room where bacitracin ointment was applied. The employee returned to work and has no sustaining injuries.

Manufacturer narrative:
(B)(4). The sample was discarded. This report will be treated as an allegation against the cassette; however, since the product code is unknown, there will not be a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 3. The hp stated that she cycled the power off and on twice to restart the setup with the same supplies. The hp stated the machine was stopped at fill 1. The technical service representative (tsr) assisted the hp with ending therapy and checking the alarm log to verify the initial system error number. The tsr reviewed proper procedures per the user manual reviewed with the hp. The hp stated that she would complete therapy using manual supplies in the morning. There was no injury or medical intervention reported.